Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose around (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer experienced symptoms such as going into a coma and inability to walk or talk. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer lost the battery cap for their pump. The insulin pump will not be returned for analysis.